Manufacturer narrative:
A stryker service representative performed evaluation of the customer¿s device and was able to verify and duplicate the reported issue. It was determined that the customer received their devices as ordered with the primary language configured to japanese and the secondary language configured to english-international. The customer's changed this configuration via lifenet to modify the secondary language, english-international to english-us. When the language configuration change was implemented on the cr2 device, the configuration replaced the primary language, from japanese to english-us. The customer is provided with a replacement device to resolve the issue. The customer's device is archived by stryker.

Event description:
The customer contacted stryker to report that their device has the voice guidance on the wrong language. Without voice prompts on the correct language, a lay user would not be able to follow the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device has the voice guidance on the wrong language. Without voice prompts on the correct language, a lay user would not be able to follow the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.